Event description:
Reporter indicated a vns therapy programming handheld will not turn on unless it is plugged into the wall. The handheld was returned to the manufacturer and an analysis verified the allegation. The cause for the complaint is associated with broken solder connections between the main battery terminal and handheld main board. Once the battery terminal was re-soldered to the main board, no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.